Manufacturer narrative:
Pump passed displacement test, operating currents, self test and off no power test. No bad battery alarm and no failed battery alarm noted. Pump received with minor scratched display window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that customer received a failed battery test. Customer's blood glucose was 403 mg/dl, which was treated with insulin pump. After troubleshooting, customer still received a failed battery test. Customer was advised that insulin pump would need to be replaced. No further information provided.